Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.

Event description:
It was reported to boston scientific corporation that a jagtome revolution pro rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was noted that the shielding on the cut wire was separated from the cut wire after cannulation of the common bile duct. Reportedly, the device bowed correctly however it would not release the bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient was provided by the customer and showed the cutting wire insulation was damage.